Event description:
This unsolicited literature case was identified on 13 march 2012 via an article: reszko a e, sadick n s, magro c m and farber j. Late-onset subcutaneous nodules after poly-l-lactic acid injection. Dermatologic surgery 2009; 35: 380-384. This case concerns a (B)(6) female pt who experienced late-onset subcutaneous nodules after receiving therapy with poly-l-lactic acid (sculptra), used as fillers. On an unk date, the pt was injected with poly-l-lactic acid (no data for the volume). Three years after injection, the pt complained of numerous (greater than 60) firm 2- to 18-mm papules and nodules on bilateral cheeks, chin and infraorbital areas. Lesions were palpable and largely asymptomatic and had not changed in size or location since their initial appearance. The pt underwent four lesional skin biopsies 12, 16, and 18 months after initial appearance of the nodules. All biopsies showed exuberant foreign body reaction with irregularly shaped polarizable crystals, consistent with poly lactic acid deposition, involving the mid and deep dermis. The giant cells were predominantly of a foreign body type and contained a number of vacuoles and irregular crystalline material within the cytoplasm. Acid-fast bacteria, periodic acid-schiff, and gram stains were negative for mycobacteria, fungi, and bacteria, respectively. Thus biopsy findings were consistent with poly lactic acid foreign body granulomas. Biopsy specimens did not show any evidence of the cystic spaces or vacuoles partly filled with silicone typical of granulomatous response to silicone. The pt was treated with intralesional triamcinolone acetonide (5 mg/ml, 5-8 ml, 3 treatment sessions; 4 weeks apart) and 100 mg of minocycline twice daily for 3 months without clinical improvement. The event of late-onset subcutaneous nodules has not recovered. The pt had undergone skin cosmetic procedure in the past. She had medical history of depression, hypertension, rheumatoid arthritis and osteoporosis. The pt had collagen/lidocaine (zyderm) concomitantly as filler. The pt had injections of silicone in the past for skin cosmetic procedures.